Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient is experiencing near-sycope events. It was further reported that there were episodes of oversensing and some capture threshold variation. Numerous episodes of 1 - 3 second pauses were seen on the holter monitor. The device was explanted and replaced. The leads were capped and replaced. No further patient complications have been reported as a result of this event.